Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. There was no reported impact to the customer's blood glucose level. Customer declined to perform another load process while troubleshooting with tandem technical support, but will monitor the insulin gauge.